Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Customer reported no impact to blood glucose level. Customer cleared alarm and resumed insulin delivery.